Manufacturer narrative:
Device was used for treatment, not diagnosis. The lot number reported by the facility did not match this part number. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history review: date of manufacture: january 22, 2009. A review of the device history record (DHR) of the assembly, associated component DHR's and corresponding raw material lots was performed. The assembly (a titanium low profile transconnector - 35mm to 41mm for 6.0mm rods) consisted of 6 components for which a DHR review was performed for each. None of these six DHR's revealed any complaint related anomalies. Each of these component lots was processed through the normal manufacturing and inspection operations with no rework or non-conformances noted. A review of the raw material DHR for each of the six components was performed and two of the raw material DHR's contained one non-conformance report each. One material record report (mrr) for raw material lot 5219882 was created for the m5 set screw (part: 497.796.05; lot 5849313) and written for two items. 1) for overall length too long, which was dispositioned as "conforms" and 2) for outer diameter oversized by 0.015mm dispositioned as "use as is." The second mrr was for the raw material for the 2.5mm hex socket cap screw (part: 497.796.04; lot 6026466) and was created for two items: 1) cosmetic parts are dirty and 2) length over height limit by 10mm on 3 meter bar. Both of these items were dispositioned as "conforms." Neither of the raw material non-conformances would have bearing on the complaint as final dimensional tolerances would not be affected due to the machining process removing this excess material resulting in the final conforming state. Therefore, this lot of ti low profile transconnectors met all dimensional and visual criteria at the time of manufacture and release. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: this returned construct component required no evaluation as no allegation of failure/deficiency was placed on the implant. The implant was examined and no fault was identified which could have contributed to the broken screw failure mechanism of cyclical overload as determined by the manufacturing evaluations (for those parts). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Time delay of 30 minutes was originally reported and patient status was originally reported as pain and function resolved after revision surgery. The original report also indicated the surgeon felt it was too risky to remove the original screws, the new report does not indicate this. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further clarified that the other manufacturers construct system was implanted at l2, l3, l4, l5 and new screws at t12-s1 bilaterally, the new report also indicates the surgeon left the original screws in place and added the new competitor's screws. Synthes rod was placed to span all screws and respective locking caps were used. No time delay was reported during the revision surgery. No patient status or outcome was reported from the revision surgery.

Event description:
It was reported that a patient had two broken screws post operatively on a click¿x system at the right l4 and l5 pedicles. The patient had an l4-l5 fusion surgery on (B)(6) 2010 and became symptomatic with pain/discomfort, calf atrophy and an abnormal electromyogram (emg). The surgeon decided to remove the system, on (B)(6) 2014 the patient underwent a revision to replace the click¿x system. It was reported that the two broken screws, which were 5.2 mm in diameter, broke in half in the patient and the shaft of the screws remain in the patient because the surgeon thought it was too risky to remove the broken screws. The patient was revised to an l4-s1 lumbar fusion device manufactured by a different company. A 30 minute time delay was reported in order to attempt to remove the broken screw pedicles. The patient¿s pain and function were reported as resolved after the revision surgery. This is report 15 of 15 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The lot number provided could not be verified; therefore, further investigation cannot be performed. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.